Event description:
It was reported that the surgeon was using the device to manipulate the bowel as part of a diagnostic laparoscopy and noticed that marks were left on the bowel with very minimal damage. But not enough to suture or take any action over , the device were not used any further.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).